Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an external pulse generator did not pass the atrial sensitivity test. The device was returned for repair. There was no patient involvement.